Manufacturer narrative:
An adverse event reported. Investigation is still open to determine specifics of event.

Event description:
It was reported via service that there was a pt fall. Field service investigated the bed and found that all operations worked correctly.